Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7752536, 510k # k082728 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent decompression and fixation at c6-t3. Post-op, infection was developed. Hence, a revision surgery was performed for debridement and washing; cement was implanted thereafter.